Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 421 mg/dl. The customer shows symptoms of nausea, vomiting. Customer was treated by syringe. The customer stated that high blood glucose persist after set change. The customer was admitted to the hospital. After the troubleshooting was done, the customer agreed that the pump is operating as designed.